Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis. During analysis, the pump was found to be within manufacturing specifications. No problem found. No repair needed: device will undergo a full standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis hpca pump failed delivery accuracy test. No patient was involved in this event. No adverse effects were reported.